Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a follow-up CT was done on an unknown date and showed there was a type ia endoleak. An angiogram was performed, but the endoleak was not found. The physician decided to implant an endurant 23/23/49 aortic extension stent graft. No additional clinical sequelae were reported and the patient is fine.